Event description:
The user facility reported that device experienced a loss of pressure during a surgical procedure. No further information was available from the initial reporter.

Manufacturer narrative:
The device has not been returned for analysis at this time.

Event description:
The user facility reported that device experienced a loss of pressure during a surgical procedure. No further information has been provided at this time. Attempts are underway to obtain additional details.